Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on with blood glucose of 342 mg/dl. The customer also had high readings of 413 mg/dl, 418 mg/dl and 421 mg/dl. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and it was found that the pump alarmed no delivery. Customer was assisted with performing 5.0 unit fixed prime and insulin did exit. The customer mentioned no delivery alarm. The insulin pump was not returned for analysis.